Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient alleges receiving a max limits alarm two hours after she confirmed and increased her daily limit. There was no indication that the product caused or contributed to an adverse event.  This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.